Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed because the device was not performing as expected due to fluid loss. Upon removal, rips in the cylinders were noted. The ipp was explanted and replaced. There were no patient complications reported.